Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The needle was bent, causing the irregular passage through the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.